Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt340 adult breathing circuit was found to be open circuit before use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product which is sold in the USA. (B)(4). The inspiratory and expiratory limbs of the complaint rt340 adult breathing circuit were returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires in both the expiratory and the inspiratory tubes of the returned breathing circuit was tested using a multimeter. Electrical resistance testing showed that the inspiratory limb heater wire was open circuit. A connection break was found between the heater wire and the heater wire pin. The electrical resistance test showed no fault for the expiratory limb heater wire. A lot check revealed no other complaints of this nature for lot number 100517. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).